Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. When the wds was introduced into the was, the was raised up and moved causing a perforation of the laa and a pericardial effusion. The was sheath and device were pulled back and the device was deployed. The patient was stable and was monitored by transesophageal echo (tee) for 20 minutes post release. The patient was stable; however, approximately 40 minutes later, the patient began to decompensate and developed cardiac tamponade. A pericardiocentesis was performed and 400cc was removed. The patient developed some ascites and post operative delirium and was observed but was reported to be stable. The patient made a full recovery.